Manufacturer narrative:
Concomitant medical products. Model: 4469, competitor lead; implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead triggered a lead integrity alert (lia) with increased sensing integrity counter (sic), high/undefined pacing impedance, noise, and non-sustained ventricular tachycardia (nsvt) episodes. The lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.